Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 220 units of insulin, and after the delivery of some insulin, the insulin gauge decreased to 105 units of insulin and remained static. The customer's blood glucose level was 120 mg/dl. It was confirmed that the customer will continue to monitor pump performance.